Event description:
Possible rupture of the balloon, requiring removal. The pump alarmed and gave a message of "shutdown"; a nurse went into the room and noted that blood was backing up in the catheter. The device will be returned to the MFR. The pt was not adversely affected.